Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the investigation, a no external power alarm while using the mpu was found. It was reported by the site that the patient did not inform them of a no external power alarm. It was noted that the patient had a locking cord on their mpu. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). A no external power event involving no external power alarms, low voltage hazard alarms and power cable disconnect alarms was active on (B)(6) 2021 at 02:10:36 ¿ 02:10:45. These alarms occurred while connected to the mpu and appear to be due to a loss of ac power. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms active in the log file. Additional information provided on 03may2021 stated the cause of the no external power alarms was unknown, and that the mpu in use that the time of the event had an a/c locking power cord. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on 24jul2019. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard, no external power, and power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.